Event description:
It was reported that the system had intermittently caused the customer to reboot the system. There is no report of injury or death associated with the event described in this...

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.